Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the lvp had sticky door latch and the door would not spring open without assistance. This was reported to bd representatives during their site visit. There was no patient involvement. Although requested, the customer declined to provide additional details.

Event description:
It was reported that the lvp had sticky door latch and the door would not spring open without assistance. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Correction : describe event or problem.